Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery after reporting pain around the area where the hydroset was used.